Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a return of symptoms/back pain. There were no trauma/falls reported to possibly be related. This was not reported to be a sudden change in therapy/symptoms. Indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.